Event description:
It was reported the omnicurve peak sheath was left in the patient. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.